Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient fell last night on their tailbone and the stimulator was acting weird. Pt reported that the intensity was changing without them changing it. Pt stated it would increase and decrease with their movement. Patient was on a lot of pain so they could not move. The patient was redirected to their healthcare provider to further address the issue. Patient had their second battery replaced and they did not have any problems with it. Patient called back stating their doctor directed them to call manufacturer directly to schedule an appointment. Patient explained that their doctor does not work with these devices.